Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2018 with the following findings: the upper plunger o-ring was pinched between the plunger and the barrel. Complete testing of the device was not possible due to damage.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. It was reported that the internal o-ring at the inferior end of the cartridge was broken and leaking with air bubbles ostensibly present inside the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in under-delivery of insulin.